Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, fold creases, green particles mold like appearance in device outer surface and yellow particles biological tissue in device outer surface. A microscopic analysis and leak test were performed which identify one sharp opening and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.